Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of sterile peritonitis in a patient coincident with extraneal viaflex and nutrineal pd4 unknown bag therapies. On (B)(6) 2010, the patient began treatment with extraneal viaflex, and nutrineal pd4 unknown bag, (dose and frequency not reported) intraperitoneally (ip) for end stage renal disease (esrd). On (B)(6) 2011, the patient was diagnosed with sterile peritonitis and cloudy effluent. The patient was not hospitalized. Beginning (B)(6) 2011, the patient received treatment for the sterile peritonitis and cloudy effluent with fortum 0.5 grams once a day ip and vancomycin, target dose 10ml/liter (according to schedule in trough value), both of which continued until (B)(6) 2011. On an unreported date, extraneal and nutrineal were temporarily withdrawn. On (B)(6) 2011, the event of peritonitis resolved. The physician believed the event of sterile peritonitis was related to pd therapy.